Event description:
The sales rep reported that the patient warranted revision surgery due to an infection. The original surgery date was (B)(6) 2024. The new surgery date is tbd. This reported infection has occurred less than 1 year after the primary implant surgery.

Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery due to an infection. The original surgery date was (B)(6) 2024. The new surgery date is tbd. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the vhp method. This sn was sterilized on batch run # 2723 on (B)(6) 2024. No ncmr's are associated with this lts-v batch run. A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufacturing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device.